Event description:
It was reported by service report that the wheel is loose. The foot left caster was wobbly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.